Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been reusing the cartridges. Tandem customer technical support informed customer to no reuse cartridges. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.